Manufacturer narrative:
(B)(4).

Event description:
In the initial report it was indicated that a posterior capsular rupture occurred during surgery as result of "the patient moving during the procedure". The reporter indicated that this event was unrelated to the event reported for the probe in this report.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot for the fluidics management system. A review of the device history record (DHR) shows that the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Two probes were returned for evaluation. The lot complaint history was reviewed. The DHR shows the product was released per specifications. Sample b was found to be conforming. Upon visual inspection of sample a it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. A device history record review for the console was conducted. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release the root cause for the report cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe cutter would not move and actuate during an anterior vitrectomy. It is unknown if the probe cutter was aspirating at the time of the event. The product was replaced and the procedure was completed. There were no consequences to the patient as a result of this product event. A product sample has been requested for evaluation.